Manufacturer narrative:
Additional information: device evaluation: follow-up report submitted to document device evaluation results

Event description:
The sales representative reported that during inspection at the user facility, the device overheated. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
The sales representative reported that during inspection at the user facility, the device overheated. There was no patient impact, no delay, no medical intervention, and no adverse consequences.